Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited repeated under-sensing. Programming changes were made to increase the sensitivity of the icm. The patient remained in a stable condition.